Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating they are not sure why the machine was turning off but they think it was because they were not charging it often enough and letting the charges run out. They are now charging the device twice a day and that seems to have resolved the issue.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The reason for call was patient reported their stimulation was turning off by itself. Patient stated about every other day their stimulation would turn off and they couldn't figure out why. Patient noted they would put it back on and it would work but then the next day it would be off again. The issue was not resolved. Agent redirected patient to their healthcare provider (hcp) to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.